Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4)., implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that impedance normal. New x-ray confirms minor lead migration. Reprogrammed system to hit proper landmarks and the issue resolved. Patient does not report a fall or accident or anything that he can think of that would have caused this. No symptoms were reported.